Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The 510(k) - k130520. The actual sample was received for evaluation. Visual inspection revealed that the wiring component housed inside the thermistor probe had been deformed into a crushed shape. The actual device was rinsed and dried for closer inspection. Magnifying inspection revealed some abrasions generated on the deformed section of the wiring component housed inside the thermistor probe. The inside of the thermistor probe was CT-scanned. The deformity on the wiring component was found to have been generated by the wiring component having been pushed from the insertion opening side. An attempt to connect a factory-retained cable to the thermistor probe of the actual sample failed due to the connecting part of the cable hitting against the deformed section on the wiring component. Temperature measurement was found to be impossible. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that when the cable involved in this complaint was connected to the thermistor prove of the actual device, the wiring component housed inside the thermistor probe got deformed due to some factor(s). This compromised complete contact between the cable and the wiring component. As the result, the temperature measurement which had been possible during priming came to be impossible. As a cause of the generation of the deformity on the wiring component of the actual device, the wiring component or the involved cable had some surface projection. However, with no evaluation of the involved cable, exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the capiox thermistor probe for the arterial blood failed to measure the temperature. It was working properly during priming and during the extracorporeal circulation; however, the temperature display on apsi disappeared. The procedure was completed successfully. The patient impact was reported to be unknown.